Event description:
It was reported that "during introduction in the central tract, co noticed an intake of air coming from the pink plastic part. In fact, this plastic piece was cracked." The hub of the introducer needle cracked.